Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: the needle npe that was broken probably at the previous injection was trapped in the rubber part of the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: the needle npe that was broken probably at the previous injection was trapped in the rubber part of the pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.